Event description:
The customer's son reported that the customer was hospitalized for blood glucose levels above 600 mg/dl. The customer was also hospitalized for three weeks in feb. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.